Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of mobility, and loss of range of motion. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received from patient¿s revision operative (op) notes report the patient was revised due to loosening and pain. Revision op reports fluid; gelatinous-appearing tissue; mealy, crumbly tissue; fibrinous tissue; and a cyst were observed. During the procedure, op report notes the acetabulum was loose and the superolateral corner of the acetabulum had been compromised by lysis and cystic bone loss. The head was removed and replaced. The cup was removed and replaced with a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components.¿ and ¿loosening or migration of the implants may occur.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01421 and -04991).